Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states that he feels well and does not require medical attention. The customer's expected blood results are 170-185mg/dl fasting. Verified the strips expire 10/31/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 250mg/dl and 227mg/dl. Reviewed meter memory: 1: 76mg/dl (B)(6) 2015 08:35:00 pm fasting:yes; 2: 204mg/dl (B)(6) 2015 10:53:00 pm fasting:yes; 3: 223mg/dl (B)(6) 2015 08:14:00 am fasting:yes; 4: 238mg/dl (B)(6) 2015 08:12:00 am fasting:yes; 5: 155mg/dl (B)(6) 2015 06:22:00 am fasting:yes. The customer is really uncomfortable with the result of 76mg/dl on (B)(6) 2015 @ 8:35 pm. No adverse event reported.